Manufacturer narrative:
The complaint device was not returned by the customer; nevertheless, physician has provided pictures of the device. The picture attached is an x-ray, it can be observed that the coil was unraveled and stretched within patient body.

Event description:
It was reported that the coil left filaments behind, was pushed to the vessel and secured by few other coils. The target lesion was located in the non tortuous and non calcified left ovarian vein. A 15mm x 20cm interlock coil was selected for treatment. During deployment of the coil, a filament was seen under fluoroscopy trailing behind the pusher wire and then the 5f non boston scientific catheter. When the catheter was pulled back, it was noted that the coil was unraveled and left behind a filament. The physician was able to retrieve the pusher wire but no coil was attached. Consequently, the catheter was flushed but the filament was still stuck to the catheter. The physician then used a 0.035 non boston scientific hydrophilic wire to try to dislodge the coil from the catheter. The coil was in place and pushed to the vessel. The physician decided not to remove the coil since the filament did not extend beyond the ovarian vein into the renal vein. Then, a few other interlock coils were placed proximal to the filament to secure it to the ovarian vein and prevent migration. No further patient complications were reported and the patient was okay post procedure.

Event description:
It was reported that the coil left filaments behind, was pushed to the vessel and secured by few other coils. The target lesion was located in the non tortuous and non calcified left ovarian vein. A 15mm x 20cm interlock coil was selected for treatment. During deployment of the coil, a filament was seen under fluoroscopy trailing behind the pusher wire and then the 5f non boston scientific catheter. When the catheter was pulled back, it was noted that the coil was unraveled and left behind a filament. The physician was able to retrieve the pusher wire but no coil was attached. Consequently, the catheter was flushed but the filament was still stuck to the catheter. The physician then used a 0.035 non boston scientific hydrophilic wire to try to dislodge the coil from the catheter. The coil was in place and pushed to the vessel. The physician decided not to remove the coil since the filament did not extend beyond the ovarian vein into the renal vein. Then, a few other interlock coils were placed proximal to the filament to secure it to the ovarian vein and prevent migration. No further patient complications were reported and the patient was okay post procedure.